Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that during the customer's first week using the pump, the customer alleged that the pump was incorrectly reducing the food boluses. Reportedly, the boluses were programmed in grams with a blood glucose (bg) value under 70 mg/dl, and while having insulin on board (iob- active insulin in the body). The customer's bg levels ranged from 45-65 mg/dl, and was treated by consuming food. Review of the pump data logs by tandem technical support showed that based on the number of grams and bg values entered, and the customer's profile settings, the bolus sizes were being properly calculated. Additionally, based on the low bg values and the iob, the pump properly decreased the food bolus size. The customer acknowledged the information provided; however, maintained belief that the pump was not calculating the bolus sizes properly. At the time of the reported event, the customer programmed multiple test values into the pump and confirmed that the pump properly calculated the bolus size each time. The customer was satisfied with the information.